Event description:
A (B)(6) female pt's daughter contacted zoll customer support to report that the screen on the pt's monitor would not power on. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns) was confirmed. The abnormal shutdowns were caused by a defective memory integrated chip. The root cause of defective memory chip could not be positively identified. No adverse event resulted from the defective memory. The pt received a replacement monitor.